Event description:
I was informed that there were holes in the collection bags and the microtip would not pass the vacuum portion of the priming process.

Manufacturer narrative:
The customer has not responded to any follow-ups requesting the product or any additional information on the complaint. Cannot verify an assignable cause for the failure without evaluating the alleged complaint units. Insufficient information for a complete investigation. The DHR for microtip lot 20713-06 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4).